Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The procedure was balloon angioplasty of the left sfa. During a balloon angioplasty of the left sfa using a 3x200 evercross balloon, and a 3.5 x 4 nanocross balloon, the nanocross balloon tip ruptured causing it to be retained in the patient's right iliac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.